Event description:
In 2005, a pt fell while being raised in a viking m patient lift/hoist. According to the facility, the pt was being lifted into bed when the strap came undone and she fell to the floor. The pt was examined and no injuries were reported. The equipment was taken out of service until inspected by liko's local distributor nine days later. During lift inspection, it was observed that the safety latch on the slingbar was not properly positioned, which allowed the sling strap to become undone during the pt transfer. It is the position of liko inc that if the safety latch on the slingbar had been properly positioned at the time of pt transfer, the incident would not have occurred.